Event description:
Allergan representative reported, health professional ¿suspected allergy to the lap-band [system].¿ it is unk if the device will be explanted. No add¿l info was provided to allergan and the device remained implanted at time of last contact. The physician mentioned to the allergan employee that the patient had been hospitalized with a suspected latex allergy reaction.

Manufacturer narrative:
(B)(4). The product associated with this report has not been explanted and returned to allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. The device remains implanted therefore no analysis or testing has been done. A hypersensitivity and/or allergic reaction is a surgical and/or physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No add¿l info has been reported to allergan regarding the serial number of the device. Device labeling addresses hypersensitivity and allergic reactions as follows: ¿no latex- the lap-band ap adjustable gastric banding system contains no latex or natural rubber materials.¿ ¿contraindications: the lab-band ap system is contraindicated in (B)(4) patients who have an infection anywhere in their body or where the possibility of contamination prior to or during the surgery exists....(B)(4) patients who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices.¿ ¿precautions, it is the responsibility of the surgeon to advise the patient of the known risks and complications associated with the surgical procedure and implant.¿